Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that the measured values of "integrated flow rate" and "average flow rate" were below the standards due to a malfunction of the 1st regulator unit (ru647900). Olympus will continue to monitor field performance for this device.

Event description:
The customer requested to test whether the equipment hardware was working properly on the high flow insufflation unit. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: first regulator unit was faulty, due to which the measured value of "integrated flow" and "average flow" did not satisfy the standard. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.